Event description:
Pt undergoing endoscopy for gi bleeding. Esophageal varices. Attempted banding. The banding equipment would not deploy the bands on multiple attempts. Banding successful utilizing another brand of banding kit. Pt hospitalized overnight due to manipulation and possible add'l bleeding. Report sent to MFR.